Event description:
It was reported that during an ablation procedure, the luer lock hub became separated from the irrigation tub on the handle of the intellanav mifi open-irrigated catheter. The catheter was replaced and the procedure was successfully completed with no patient complications. The device has been returned for analysis.

Event description:
It was reported that during an ablation procedure, the luer lock hub became separated from the irrigation tube on the handle of the intellanav mifi open-irrigated catheter. The catheter was replaced and the procedure was successfully completed with no patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.